Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. This device triggered elective replacement indicator (eri) unexpectedly, no change in electrical parameters. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed and the battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely during a routine follow up. This device triggered elective replacement indicator (eri) unexpectedly, no change in electrical parameters. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was replaced and returned. No additional adverse patient effects were reported.